Event description:
The devices were returned to the manufacturer for analysis. Final device analysis results revealed no anomaly--alleged failure could not be duplicated.

Event description:
Pt returned to surgery to replace defective lead extensions on spinal cord stimulator.